Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported that every time they loaded a clip on the 8mm medium-large clip applier, it was as if it had already fired. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. The instrument was found to have a derailed grip cable from its normal position at the idler pulleys. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. Additionally, the instrument was installed on an in-house system and driven, and instrument passed the recognition and engagement tests. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The probable root cause of the derailed grip cable is attributed to a loss of cable tension. The probable root cause of the functional test failure is attributed to the derailed grip cable. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could slip with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.